Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead was dislodged and migrated, perforating the myocardium. As a result, the patient experienced diaphragmatic stimulation. The lead was explanted.